Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited an out of range alert for shock impedance of 16 ohms. Impedance had previously shown stable measurements. Technical services (ts) recommended evaluation options. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited an out of range alert for shock impedance of 16 ohms. Impedance had previously shown stable measurements. Technical services (ts) recommended evaluation options. This ICD system remains in service. No adverse patient effects were reported. Additional information was received, and this system has been explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.